Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer wore the pump against their skin and a temperature change had occurred to the pump prior to the occlusion alarm declaring. Blood glucose (bg) ranged from 515-600 mg/dl. Bg was addressed with a bolus via the pump and a manual injection. Reportedly, customer's son would sometimes would administer a manual injection for the customer. During troubleshooting for the current occlusion alarms, a test bolus was delivered and insulin was observed dripping out of the infusion set tubing as expected. No damage was noted to the infusion set cannula.